Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the guidewire got stuck inside the left ventricular (lv) lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.